Manufacturer narrative:
(B)(4). The product code is unknown, the actual sample was discarded and it is unknown if a companion sample is available for evaluation. Should a sample be received and evaluated, a follow up report will be submitted.

Event description:
On 7/14/10, a baxter clinical cost management consultant advised of a report received from the facility educator indicating the facility had experienced an increase in blood stream infections (bsi) during the month of june coincident with the use of an unknown clearlink product (product code and lot number unknown). During a follow up call, the facility educator indicated that in (B)(6) 2010, there were a total of 10 bsi's reported. The new elements noted by the facility included the introduction of the clearlink product. The educator indicated this is a generalized issue on campus and that most of the events occurred on the oncology unit and in the intensive care unit (ICU). Total parenteral nutrition (tpn) was being administered to some of the patients involved. The educator confirmed that retraining of staff has occurred and the baxter consultant is planning a visit on 08/09/10 and 08/10/10. Reportedly, the infection control department was able to confirm the bsi's were hospital acquired. The patients required intervention (unknown) and cultures were performed (results unknown). This is the complaint for patient c.

Manufacturer narrative:
(B)(4). Call received from baxter nurse consultant, who provided the following information regarding her on site visit on (B)(4) 2010 and (B)(4) 2010: the visit outcome was positive. During the visit, a copy of the facility policy and procedures were requested for review, interviews were conducted at each hospital in three departments, and the nursing staff demonstrated practice and use of the clearlink product with all access devices currently in use. Nursing staff were observed demonstrating practice during patient care. Reportedly, staff nursing practices currently are not optimal. The facility policy and procedures had been updated when the clearlink product was introduced. The policy and procedures reflect the appropriate process to use and reflect baxter recommendations for use of the product. Members of infection control and education department met with the baxter representative at the end of the visit and were provided with a summary of observations and recommendations. An additional visit, on a date to be determined in (B)(4) 2010, will be arranged for baxter to return and provide a formal training for the nursing staff. Reportedly, the facility has been able to identify the pathogens identified in the bsis and the combination of intravenous lines in use at that time. Reportedly, the hospital was unable to clearly confirm that the clearlink product was in use at the time the patients experienced bsi.

Event description:
It was initially reported that the physician was complaining of a screen freeze issue with her handheld computer, which would occur at the "interrogation successful" screen very frequently. She resolves the issue by reseating the flashcard, but still requested a replacement handheld computer. The device has since been returned to the manufacturer for analysis, but has yet to be completed.